Event description:
During use picture went out mid intubation. Restarting the display fixed the issue temporarily but this happened before and this is the second time. The amplifier capable was brand new. No report of serious injury / harm to patient or user no report of indirect harm not reported as required intervention to prevent permeant damage not reported as needing hospitalisation - initial or stay prolonged by 1 day or more no report of serious injury, disability or permanent impairment not reported as life threatening no death reported.

Manufacturer narrative:
The customer reported that the display lost the image mid-intubation. Restarting the monitor temporarily resolved the issue; however, this was the second occurrence with the same display. The amplifier cable was reported as brand new by the customer (part number: 040-07-0080u, manufacture date: june 2023). Returned monitor and amplifier cable were tested on multiple video laryngoscopes and all functions were confirmed to be normal. The returned samples were charged, connected, and subjected to simulated usage tests, including fully cycling the battery from 100% to empty, with the display functioning correctly throughout. Customer feedback confirmed that the image problem was resolved after a restart. Based on the testing results and observations, the returned monitor and amplifier cable are functioning within specification. As the device is over two years old and outside the one-year warranty period, the issue is considered general wear and tear rather than a product defect. The complaint is therefore formally closed. This is the final report which will be sent for this event.

Manufacturer narrative:
Investigation on going as such this is a follow up report with the final report estimated to be ready by the 29th of october 2025.

Event description:
During use picture went out mid intubation, restarting the display fixed the issue but this happened before and this is the second time. The amplifier capble was brand new no report of serious injury / harm to patient or user. No report of indirect harm. Not reported as needing intervention to prevent permenant damage. Not reported as needing hospitalisation - initial or stay prolonged by 1 day or more no report of serious injury, disability or permanent impairment not reported as life threatening no death reported

Event description:
During use picture went out mid intubation. Restarting the display fixed the issue temporarily but this happened before and this is the second time. The amplifier capable was brand new no report of serious injury / harm to patient or user. No report of indirect harm. Not reported as required intervention to prevent permeant damage. Not reported as needing hospitalisation - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No death reported.

Manufacturer narrative:
Tbd.

Manufacturer narrative:
Supplier side investigation require and as such scar raised with supplier to facilitate the investigation. Scar reference 77. Further follow up report upon complation of scar-77.

Event description:
During use piscture went out mid intubation. Restarting the diplay fixed the issue temporarily but this happened before and this is the second timw. The amplifier capable was brand new. No report of serious injury / harm to patient or user. No report of indirect harm. Not reported as required intervention to prevent permeant damage. Not reported as needing hospitalisation - initial or stay proloned by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No death reported.

Event description:
During use piscture went out mid intubation. Restarting the diplay fixed the issue temporarily but this happened before and this is the second timw. The amplifier capable was brand new. No report of serious injury / harm to patient or user. No report of indirect harm. Not reported as required intervention to prevent permeant damage. Not reported as needing hospitalisation - initial or stay proloned by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. No death reported.

Manufacturer narrative:
Supplier side investigation require and as such scar raised with supplier to facilitate the investigation. Scar reference 77. Further follow up report upon complation of scar-77.